Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and sensor issues. Blood glucose level at the time of the incident was 69 mg/dl and treated with glucagon shot. Customer also stated that they were getting alert to change sensor after calibration not accepted and lost sensor occurred with a previous sensor. The alarm was explained to customer and their possible causes and advised to call back if the alert occurs. Customer declined to troubleshoot for low reading. The sensor will be returned for analysis.